Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the device triggered noise reversions when lead noise was sensed on the ventricular and atrial lead. The patient was asymptomatic. Programming changes were made but at a later date, the device and the two leads were explanted and replaced. The patient was stable before, during and after the procedure.